Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR), h4, b3. Corrected: h3. H3, h4, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the comp/distraction instr for ulna osteo had marks of normal use around the middle-threaded shaft. However, this condition is normal for this type of reusable devices. Nothing indicative of a device nonconformance. No broken condition was found. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed several attempts of disassembly was made. The middle screw was jammed; therefore, it was not possible to separate the middle screw. With the information received and after the investigation it was not possible to determine a potential cause for the issue experimented by the costumer. Since the device was unable to disassembled, it was not possible to see any damage that could cause the malfunction of the device. Once the product leaves j&j medtech orthopaedics control, it is unknown what conditions the device is exposed. The overall complaint was confirmed as the observed condition of the comp/distraction instr for ulna osteo would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.111.907-us. Lot: 5747p05. Manufacturing site: balsthal. Release to warehouse: 13-jul-2023. A DHR evaluation was performed for the finished device article # 03.111.907-us lot # 5747p05, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 03.111.907, comp/distraction instr for ulna osteo had no visible cosmetic defects. The evidence provided was not sufficient to confirm the reported event jammed. Functionality issues cannot be evaluated through a photo investigation. The photographs were reviewed, however in the images provided no observations pertaining to the nature of the reported event broken could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the comp/distraction instr for ulna osteo would not contribute to the complained device issue. Based on the investigation findings, no problem detected, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.111.907-us lot: 5747p05 manufacturing site: balsthal release to warehouse: 13-jul-2023 a DHR evaluation was performed for the finished device article # 03.111.907-us lot # 8949p34, and no non-conformances were identified.

Event description:
It was reported that on an unknown date, there was a broken ulnar osteotomy compression/distraction instrument. The instrument was noticed broken during reset of a tray postoperatively. The dial to apply compression is stuck and doesn't turn anymore. There was no patient involvement with this broken instrument.